Event description:
The ventilator was connected to the pt. The customer reports the ventilator emitted smoke. Bio-med evaluated the ventilator and found defective o2 and air modules. There was no pt injury. The customer was sent red "cc" stickers and instructions for the return of the modules.